Manufacturer narrative:
Field service engineer (fse) called customer regarding the report that the unit would not expose. Fse had the customer reboot the system and the customer said that everything works fine now. The customer no longer wanted a fse visit.

Event description:
On (B)(6): customer says the table indicates preparing to expose when either the fluoro or digital rad footswitch is pressed, but will not expose. Pt was on the table and they could not troubleshoot over the phone. Customer said they have an alternate room they are moving the pt into. On (B)(6): customer reports the pt procedure was completed without further incident. No reported injury. Customer did not provide the pt and procedural info, other than to say the procedure was completed.